Manufacturer narrative:
The smiths medical pump was returned for analysis in good physical condition but had a scratched screen. Delivery accuracy testing was performed and it was found that the accuracy was within the control limit specifications of +/-3%. There was no fault found with the system.

Event description:
Information was received indicating that during bench testing, a smiths medical cadd legacy pump failed accuracy (-9.6%). No patient was involved in this event. No adverse effects were reported.